Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer accidentally dropped the insulin pump. The display was blank. Customer¿s blood glucose was 8mmol/l at time of incident. Insulin pump will return for analysis.

Manufacturer narrative:
The pump was received with a cracked case behind the pump at the battery compartment and cracked battery tube threads. The pump powered up properly after battery installation. No blank display was noted. The pump passed the displacement, sleep current measurement, active current measurement and self tests. The pump was monitored and no unexpected powering off or blank display was noted. Verified the battery tube power connector is properly connected during visual inspection.

Manufacturer narrative:
Device was received with a cracked case behind the device at the battery compartment and cracked battery tube threads. Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. Device was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection.